Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Device was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Unable to confirm unexpected battery power loss due to critical pump error (open book image) alarm.

Event description:
The customer reported via phone call that the insulin pump had power loss alarm. Customer¿s blood glucose value was 126 mg/dl. The customer was able to rewind the insulin pump. Customer was able to clear the alarm. The customer was advised to discontinue the use of insulin pump and revert to the backup plan. The insulin pump will not be returned for analysis.